Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced high impedances on their lead.as a result,surgical intervention was undertaken on (B)(6) wherein the lead was explanted and replaced with a different model which resolved the issue.